Manufacturer narrative:
(B)(4). The device was subjected to visual inspection, as well as functional and flow testing. Based on the results of the investigation, it was determined that the pump flowed and operated per specification. This was originally reported as MFR 3010079947-2018-00173-01.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. A catheter revision was consequently performed on (B)(6) 2017, where patency was observed after the catheter was revised. On (B)(6) 2017, the physician decided to explant the pump.